Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was lost to follow-up and when the patient returned (date unknown); the aneurysm had grown without presence of an endoleak via cta or angiogram. Since the device was sitting 2 cm lower than the renals, it was assumed that the device migrated and there was a proximal type I endoleak. The physician implanted an endurant aortic cuff proximally resolving the endoleak. On the final angiogram, there was an iliolumbar vessel that appeared to have contact with the abdominal aortic aneurysm which was not appreciated in previous studies. The cause of the event in unknown per the physician. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (migration, endoleak). (Unknown cause of event). (Patient was lost to follow up). Conclusion: (unknown cause of event). (Migration, endoleak). (Patient was lost to follow up).